Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not pacing correctly. The epg passed all incoming functional testing and no anomalies were found in the data log. It was indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was "wandering" and not pacing as set-up as it was firing on q and also on t, and that the patient went into code. The epg was returned for service. No further patient complications have been reported as a result of this event.